Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: ddmb1d1, defib, implanted: (B)(6) 2018. 694765, defib lead. 5076-52 ,non-defib lead, implanted: (B)(6) 2008. Other devices involved in this event: heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / expiration date: 2019-08-31, UDI #: (B)(4). Device available for eval: yes, return date: 2019-05-10. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-08-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / expiration date: 2019-08-31, UDI #: (B)(4). Device available for eval: yes, return date: 2019-05-10. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-08-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / expiration date: 2019-08-31 UDI #: (B)(4). Device available for eval: yes, return date: 2019-05-10. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-08-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / expiration date: 2019-08-31 ,UDI #: (B)(4). Device available for eval: yes, return date: 2019-05-10. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-08-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system - controller ac adapter, cac adapter / (B)(4) / model #: 1430us / expiration date: unknown, UDI #: asku. Device available for eval: yes, return date: 2019-05-10. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unknown. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller, batteries, and ac adapter had poor mechanical connection and power switching. The patient reported a no power alarm and ventricular assist device (vad) stop. Review of log files confirmed that the controller lost power. The devices were serviced, but upon further discussion were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the devices were not serviced, they were only exchanged.

Manufacturer narrative:
The controller, four batteries, and one controller ac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the returned devices passed external visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. The results of the analysis revealed that all the controllers connections were stable. Visual inspection revealed contamination within both power ports of the controller, likely due to handling of the device. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving bat757762, bat757761 and bat757754 within the analyzed period. Of note, there were over 100 momentary disconnections recorded involving controller ac adapters within the analyzed period. The frequency of observed controller ac adapter momentary disconnections may be attributed to disconnection and reconnection of the adapter by the patient within the 15-minute interval. This behavior can contribute to the wear of the controller power port pins. Additionally, log file analysis revealed several controller power-up events with their associated motor starts on (B)(6) -2019. No anomalies were observed during the recorded controller power ups. The controller was without power for an average of 12 seconds. A power source lubrication procedure was performed on (B)(6) 2019. As a result, the reported ¿power switching¿ and ¿controller lost power¿ events were confirmed. The reported "poor mechanical connection" event could not be confirmed during testing. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to contamination within the controller power ports and/or the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: serial #: (B)(4), device evaluated by MFR: yes. FDA method code(s): 10, 4112. FDA results code(s): 3213. FDA conclusion code(s): 4307. Serial #: (B)(4), device evaluated by MFR: yes. FDA method code(s): 10, 4112. FDA results code(s): 213. FDA conclusion code(s): 67. Serial #: (B)(4), device evaluated by MFR: yes. FDA method code(s): 10, 4112. FDA results code(s): 3213. FDA conclusion code(s): 4307. Serial #: (B)(4), device evaluated by MFR: yes. FDA method code(s): 10, 4112. FDA results code(s): 3213. FDA conclusion code(s): 4307. Serial #: (B)(4), device evaluated by MFR: yes. FDA method code(s): 10, 4112. FDA results code(s): 3213. FDA conclusion code(s): 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.